Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 , a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. A triclip xtw was implanted, reducing tr to a grade of 1. On (B)(6) 2024 , an echocardiogram was performed and revealed that tr increased to a grade of 3. It was noted the clip remained attached and stable on both leaflets. On (B)(6) 2024 , an additional triclip procedure was performed, and two clips were implanted, reducing tr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tr. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and another triclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.